Event description:
During cab surgery bowl on bypass machine "blew-up" allowing blood to splatter over entire sterile field, staff equipment. Pt did not require tranfusion after incident, recovery appears to be without complications. Routine antibiotics ordered post-op.